Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to pacing not delivered when required, high pace impedance greater than 2000 ohms, high pacing thresholds, loss of capture and no asystole noted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).